Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
A hospital in another country reported to our distributor that when they opened the rt125 breathing circuit packaging they found a crack on the water trap. No patient consequence was reported.